Event description:
Diagnostic procedure - boomerang 610 used. Hemostasis achieved with a 15 min dwell time and a 5 min manual compression hold. One hr and 20 mins after the boomerang was removed a hemotoma developed. A CT scan was performed - a retroperiteneal bleed was observed on the right pelvis.